Event description:
It was reported that the customer received an e08 error code during set up. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative found a failure with the high wattage element open circuit. The product was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.